Manufacturer narrative:
Device was received with no original packing or other devices. The tip was damaged. The hypotube separation was 16.5cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a shaft broke. The 90% stenosed de novo eccentric mildly calcified lesion was located at the left anterior descending artery. Unspecified stents were implanted. A 15mm x 2.5mm quantum maverick balloon catheter was selected to post dilate the lesion; however, the shaft broke about 20cm from the hub during advancement. The components of the device were removed when the physician removed the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a shaft broke. The 90% stenosed de novo eccentric mildly calcified lesion was located at the left anterior descending artery. Unspecified stents were implanted. A 15mm x 2.5mm quantum maverick balloon catheter was selected to post dilate the lesion; however, the shaft broke about 20cm from the hub during advancement. The components of the device were removed when the physician removed the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.